Event description:
It was reported by service report that the pt head right side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.